Event description:
Information received by medtronic indicated that the insulin pump's screen was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring, black. Customer complained about screen damaged. Unit perform visual inspection and pump received with minor scratched lcd window. Test reservoir, pcap does not lock properly inside the reservoir tube due to missing retainer. Unable to perform displacement test due to missing retainer. Unit was confirmed for physical damage minor scratched lcd window. Unit passed required testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.